Event description:
The device was used during a lap thoroscopic biopsy lung procedure. Reportedly, the second dlu could not be loaded. The instrument initially fired satisfactorily.

Manufacturer narrative:
2/12/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.